Manufacturer narrative:
Investigation: 6 photos were received for investigation. From the photos it was observed that there was open seals on the packaging. In addition, it was observed that the top web is torn and there is damage to the thumb press. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. Bd was able to confirm or duplicate the customer's indicated failure mode. The probable cause could be at the primary packaging machine, the pocket formed was shallow causing the syringe part to be out of the pocket. During the sealing process, the sealing die hit the protruding thumb press causing damage to it and resulted in torn top web. As the die could not close fully, this also result in incomplete sealing on the packaging.

Event description:
It was reported that several bd luer slip¿ tuberculin syringe(s) were open prior to use. There was no report of injury or medical interventions.